Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a procedure, the implantable cardioverter defibrillator (ICD) was interrogated and showed a gray bar. The device was indicated to have been stored inside a warm house every night. When the device was interrogated more than 1 month later, the gray bar remained. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.